Manufacturer narrative:
The device was not returned for evaluation. There was no allegation of device failure. The risk of pneumothorax is documented in 105-000198-01, rev e, monarch bronch risk management report. Based on the information available for this complaint, the root cause of the reported event is related to a known inherent risk of the device and procedure as documented in the device labeling.

Event description:
It was reported that on (B)(6) 2019, a patient had a pneumothorax that was discovered three hours after the procedure was completed. The pneumothorax was located in the left upper lobe along the pleura space. There were twelve needle passes performed, and eight to ten forceps bites were performed. A bronchoalveolar lavage (bal) and an endobronchial ultrasound (ebus) procedure were also performed, these targeted two left sided lymph nodes, the mediastinum station 7 lymph node and one right sided lymph node. Patient was highly emphysemic and had high risk potential for complications. A pigtail tube was placed in the patient and patient was admitted to the hospital overnight. There was no report of device failure.